Manufacturer narrative:
Unit received with missing segments/partial display due to bleeding lcd glass. Unable to perform the displacement and self tests or verify communicate to blood glucose meter, sensor simulator due to missing segments/partial display. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated the pump was returned without reason. No additional details were provided relating to the event. No harm was required during medical intervention. The insulin pump will be returned for analysis.